Manufacturer narrative:
The lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. The microcatheter and pushwire were returned for evaluation without the pipeline flex. The pushwire was found outside the microcatheter. The distal hypotube was found to be stretched. No other anomalies were observed. Based on evaluation of returned devices, the report that the pipeline flex would not fully expand could not be confirmed. The cause for the experience reported could not be determined as pushwire was returned without the pipeline. The pushwire was damaged. However, the cause for damage could not be determined. All products are 100% inspected for damage and irregularities during manufacture. (B)(4). This event is also reported in MDR # 2029214-2015-00777.

Event description:
Medtronic (covidien) received report that two pipeline flex devices did not open during a procedure. The first pipeline flex (MDR # 2029214-2015-00777) would not expand and was removed from the patient. A second pipeline flex also would not fully expand, was recaptured, and removed from the patient. Another pipeline device was used successfully. The patient was discharged the next day. The patient¿s current condition was reported as good. There was no report of patient injury as a result of this event.